Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller says pt has been "having problems with the charging, where it used to take 25 minutes to charge it would take an hour and a half to get to 80 percent", and says these charging issues started in the last 2-3 weeks "and she started getting the pain back in her lower back so she called ken wright and we met with him this this morning and he moved her to group c and he thinks its under control now but if not to let him know". They said they first made rep aware of this issue last week sometime. They said rtm is not heating up. They said rep told them to call to ask for adhesive discs. I reviewed these aren't designed for intellis devices but they said rep said to send anyways. The issue was not resolved. The caller was redirected to I ordered adhesive discs from customer service. Redirected caller: customer service.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back and re-reported previously documented events from this case. Pt noted they met with mdt rep. Ken wright last thursday because they had tingling/numbness in their legs and pain in their back for about 2 month with symptoms worsening. Pt noted their hcp determined last thursday one of their leads "came out." Pt noted they were trying to call mdt rep. Ken wright on monday, but hasn't received a call back. Pt noted ken wright changed the pt to group a, but the pt couldn't adjust their program intensities. Patient services specialist (pss) confirmed the pt' stimulation was turned on. Pss helped the pt adjust their group a: program 1-4 intensities, but the pt couldn't increase the intensities by a lot because of the numbness and pain. Pt decreased program 1 from 2.8 to 2.5; pt increased program 2 from 0.7 to 1.6, but back to 0.7; pt increased program 3 from 0.7 to 1.0, but back to 0.7; pt increased program4 from 0.7 to 0.9, back to 0.7. Pss reviewed role of rep and provided the pt with the nas number for their hcp office. Pt added they spoke to mdt rep. Carmen fermin in the past, but didn't notify them about the issue. Pss re-directed the pt to their hcp to fu rther address the issue.